Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient's mother told tandem via a phone call that the ¿insulin numbers¿ [presumed to mean the cgm value displayed on the patient¿s tandem insulin pump] indicated that her glucose levels were high, so the mother gave the patient a bolus. However, her glucose levels were actually very low. Specific bg and cgm values at this time were not provided. On (B)(6) 2022 at 3:00 am the mother found the daughter having a seizure that lasted about 15 minutes and the patient was taken to the hospital by ambulance. No information about emergency medical services (ems) or hospital treatment was provided. The mother also stated that the pump¿s insulin gauge does not always accurately display the correct amount of insulin in the cartridge and that the patient had the severe seizure due to the insulin numbers being so off. At the time of the report the mother stated that she was doing a lot of finger pricks and verifying the lows daily. She had also put a camera in the daughter¿s room to monitor this. She stated that the tandem pump was reading a glucose value of 70 mg/dl and when she finger pricked it was actually at 101 mg/dl; it could not be confirmed when these values were taken and whether they were from the time of the event or an unrelated example of inaccurate values. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.